Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported a lower voided volume. The patient stated they were voiding less volume when attempting to void. The patient changed their program in hope to help with the voided volume. Additional information from the patient on august 12th reported they felt their symptoms were returning. Additional information from the patient on august 14th reported they were concerned about night leaks, but she also advised she consumed huge amounts of liquids before going to bed. Additional information from the patient on august 15th reported night leakage. There were no further complications that have been reported as a result of this event. The indication for use is unknown.